Event description:
It was reported that a lead integrity alert (lia) triggered for non-sustained ventricular tachycardia episodes, high short intervalc ounts (sic), and high impedance on the right ventricular (rv) lead. Fracture was suspected. Therapies were turned off and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. A patient alert triggered for lead failure predictor on (B)(4) 2012. 15 ventricular non-sustained tachycardia episodes of less than or equal to 210 ms occurred between (B)(4) 2012 and (B)(4) 2012. Two ventricular fibrillation (vf) episodes of 200 ms average ventricular cycle occurred on (B)(4) 2012. Ventricular short interval count v-sic was 42642 counts in 2.34 days and occurred between (B)(4) 2012 and (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.